Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo a revision.

Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement revision and is reportedly doing well. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.